Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with hematoma on the pocket site and an associated infection. The system was explanted and replaced. The patient was stable . Related manufacturer reference number: 2017865-2020-07207. Related manufacturer reference number: 2017865-2020-07208.